Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement, measuring greater than 125 ohms. Technical services (ts) was consulted and reviewed the rv lead trending over the past year which revealed a gradual rise in impedance measurements. The health care professional (hcp) will discuss with physician the findings and programming options. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) was consulted and reviewed the rv lead trending over the past year which revealed a gradual rise in impedance measurements. The health care professional (hcp) will discuss with physician the findings and programming options. The rv lead remains in service at this time. No adverse patient effects were reported.